Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurement on the right atrial (ra) lead. The system switched to the unipolar configuration. Technical services (ts) noted stored episodes with noise in unipolar. Additionally, there was a recorded signal artifact monitor (sam) episode due to artifact related to the minute ventilation (mv) feature on the ra channel. During an in-clinic visit, the patient felt muscle stimulation when the system was switched back to the bipolar configuration. Ts recommended programming options. No additional adverse patient effects were reported. This pacemaker remains in service.